Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-02014 / 02016). Product location unknown.

Event description:
Patient may be experiencing adverse reaction to implanted devices due to metal allergy. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date- 2015.